Manufacturer narrative:
Device was not returned to MFR for eval. Additionally, the device identification numbers were not provided precluding a review of the device history record.

Event description:
Revision of tibial insert. Details of revision were not provided to the MFR.